Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: dig surg 2008; 25: 347¿350 / doi: 10.1159/000159623. (B)(4).

Event description:
It was reported in a journal article with title: "local versus general anaesthesia with prolene hernia system mesh for inguinal hernia repair: early and long-term outcomes." The purpose of this retrospective study was to analyses the outcomes of compare prolene hernia system repair under local and general anaesthesia in a district general hospital and analyse the long-term outcomes. Between 2001 and 2006, a total of 100 patients who underwent inguinal hernia repair were divided into two groups: local anesthesia [n=70 (n=22 male, n=1 female, mean age 57 years (19-86), bmi 26 (23-36))] and general anesthesia [n=30 (n=22 male, n=1 female, mean age 51 years (25-80), bmi 27 (21-32))]. In this procedure, phs was used in both treatment groups. Early postoperative complications included haematoma [n=4 (n=3 from local anesthesia group, n=1 from general anesthesia group)] wherein one patient was brought to theater at 24 hours for evacuation of hematoma and mesh was removed to exclude preperitoneal source of bleeding and an onlay mesh was inserted; retention [n=2 (n=1 from local anesthesia group, n=1 from general anesthesia group)] and infection (n=3 from local anesthesia group). Long-term postoperative complications included chronic groin pain [n=24 (n=18 from local anesthesia group, n=6 from general anesthesia group) and recurrence (n=1 from local anesthesia). Prolene hernia system repair under local anaesthesia results in increased day cases with similar complication rates compared to general anaesthesia. Both anaesthetic techniques are associated with good outcomes and excellent patient satisfaction.